Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the physician noticed during a lung biopsy. The biopsy needle would not pass through the coaxial needle to obtain a sample. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is the echogenic bumps - created by laser markings - reached the coaxial hub. These laser markings can occasionally produce slight protrusions, which may increase resistance during insertion. Therefore, the issue is suspected to originate from the needle rather than the introducer. This may have contributed to blockage, further restricting the passage of the biopsy needle.. A search of the complaint database was performed and six similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.